Event description:
A zoll distributor reported that a (B)(6) female had an irritation that was bleeding under the lifevest. The irritation existed prior to the use of the lifevest. The lifevest was reportedly cutting into the patient's skin and making the irritation and bleeding worse. The patient's physician decided to end patient use due to bleeding and discomfort. The doctor was reportedly going to perform an unknown procedure on the patient and use a different medication. The medical outcome of the patient is unknown.

Manufacturer narrative:
Device eval: electrode belt sn (B)(4) was not returned to the MFR. No equipment deficiences were alleged against the device. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surface of the lifevest device as well as the blue defibrillation gel.